Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 3006705815-2023-07308. It was reported the patient's lead had migrated and the patient has pain at the ipg site. As such, surgical intervention occurred where the system was explanted to address the issues.

Manufacturer narrative:
Date of the event is estimated.